Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an ipg pocket revision procedure due to discomfort.

Event description:
A report was received that the patient will undergo an ipg pocket revision procedure due to discomfort.

Manufacturer narrative:
(B)(4). Additional information was received that the only issue the patient had was that the clik anchor was uncomfortable. In addition the patient experienced a tugging and slight discomfort when he moved around because the lead was short. The patient underwent a revision procedure wherein the physician explanted the clik anchor and implanted a lead extension. It is indicated that the explanted clik anchors will not be returned to bsn.

Event description:
A report was received that the patient will undergo an ipg pocket revision procedure due to discomfort.